Event description:
Patient was revised to address a worn, fractured poly liner. (B)(4) 2013 - patient's medical records were received. Revision notes indicate the patient had a disassociation of the cup and liner.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. There is evidence of edge loading leading to failure of the polyethylene material and subsequent disassociation. Device and records evaluation did not identify or verify product error with regard to the reported event. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.